Event description:
It was reported that an altitude alarm occurred. Reportedly, the cartridge was reloaded, and insulin delivery was resumed. Additionally, it was reported that a cartridge alarm 06 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Reportedly a new cartridge was loaded, and insulin delivery was resumed. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.